Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device's display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.